Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling of the coating occurred due to stress of repeated use, external factors, or handling. However, the specific root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the lf-tp/dp/gp operation manual, chapter 3 - preparation and inspection, section 3.2 - preparation and inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was determined that during the device inspection, the intubation fiberscope image guide coating was observed to be peeling. There were no reports of patient involvement.